Manufacturer narrative:
On (B)(6) 2013, consumer states that the piece of her skin was removed and her breast was bleeding from using the pump. Consumer states that she has a lot of pain. She states that the entire time she has used the breast pump, it has been painful. Consumer states was informed by a lactation consultant that her issues are due from a faulty pump. Consumer also states, when pumping the motor part started to rattle and shake. On 03/05/2013, product is not being returned for eval. Product was returned to target.

Event description:
On (B)(6) 2013, consumer states that the piece of her skin was removed and her breast was bleeding from using the pump. Consumer states that she has a lot of pain. She states that the entire time she has used the breast pump, it has been painful.